Event description:
The customer reported the device shuts down and restarts while in use. No pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.